Event description:
Journal article received: whats new in orthopaedic trauma, journal of bone and joint surgery, series a. 2009 aug 01; 91(8):2055-2066. Authors: andrew h. Schmidt, md; a. Alex jahangir, md. The article summarizes advances in orthopaedic traumatology by reviewing articles from the past year. A review of the sprint trial noted 1319 adults in a multicenter study of tibial shaft fractures. Patients were randomized to treatment with intramedullary naiing with or without reaming. Of the patients with closed tibial fractures, 11percent of the patients treated with reaming and 17 percent of the patients trated without reaming required reoperation. No significant differences were noted in patients with open tibial fractures. The study also noted that delaying reoperation for at least 6 months may substantially decrease the need for reoperation. It is unknown if any synthes devices were used. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is on unknown tibial nails. PMA: cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.